Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42, associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and the caller successfully completed the sensor session without encountering the error again.